Event description:
It was reported that the wake button on the pump was sticking. There was no patient involvement, as the pump was being used for demonstration purposes only. There was no adverse impact to the customer¿s blood glucose level.